Manufacturer narrative:
The field service engineer reported replacing the cpu pcb to resolve this issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
The cold solders on 330 ohms 5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
The device serial number was not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a check vent back up alarm: this is being reported due to a malfunction of the back-up alarm. No patient involvement reported.

Manufacturer narrative:
UDI # added.